Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient family member reported that patient had problem with their device and went to the hospital thinking they were putting another device in but states they did not. The family member reported that the patient had surgery and they dug into her skin. The family member reported ever since (B)(6) 2017, patient has been in pain and they said they cannot remove device until october. The patient family member stated that she did not know the type of surgery the patient had and whatever they were trying to do to it. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.